Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered some pins were bent inside of the camera socket, minor scratches on top cover, bottom chassis and the front panel and software version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, some pins bent inside of the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent pin of the camera/scope socket could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use] do not apply excessive force to this video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. [6.3 connection of an endoscope] · confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. · confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged. Olympus will continue to monitor field performance for this device.